Event description:
It was reported that the camera head had a dark image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; the device had no indication of the image being dark. As the customer's allegation could not be confirmed, the investigation was unable to determine a cause of the reported failure. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.